Event description:
During an atrial tachycardia procedure, a pericardial effusion occurred which required a pericardiocentesis. Transseptal geometry was created with the tacticath ablation catheter and local activation point was taken. The physician noted difficulty moving the introducer as a result of the wrong puncture site and it was then noted that the introducer was in the coronary sinus. The patient reported chest pain. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. The physician believes the heart was perforated from the distal cs to the left atrium. No ablation had been started when the perforation occurred. The patient was transferred to the ccu for observation. The physician does not think the event was due to a failure of the device, but a result of an error with the puncture. There were no performance issues with any abbott device. The needle was not reshaped. The stylet was not used, the puncture was performed pressure guided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Additional information: b5, g3, h2. Corrected data: h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, it was reported that the stylet was not used which is consistent with the reported insertion difficulty. Brk transseptal needle instructions for use (IFU) states, ¿always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report includes updated DHR analysis verbiage.

Event description:
This report includes an updated analysis and corrected investigation conclusion code.

Manufacturer narrative:
Additional information: b5, h2. Corrected data: h6, h11. An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, it was reported that the stylet was not used which is consistent with the reported insertion difficulty. Brk transseptal needle instructions for use (IFU) states, ¿always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported complaint is consistent with not using the stylet.